Manufacturer narrative:
E4-ni- it was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Caller reported aviva system blood glucose results, all mg/dl: 248 at 9:01 am on aviva system 1; 118 at 9:05 am on aviva system 2; 128 at 9:08 am on aviva system 2; 124 at 9:09 am on aviva system 1. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.